Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e freedom') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal imbalance"). Essure was removed. At the time of the report, the medical device removal and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal and hormonal imbalance. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e freedom') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal imbalance"). Essure was removed. At the time of the report, the medical device removal and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and hormonal imbalance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e freedom') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have hormone level abnormal ("hormonal imbalance") and experienced feeling abnormal ("constantly have brain fog") and memory impairment ("cant't remember simple words"). Essure was removed. At the time of the report, the medical device removal, hormone level abnormal, feeling abnormal and memory impairment outcome was unknown. The reporter considered feeling abnormal, hormone level abnormal, medical device removal and memory impairment to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and hormonal imbalance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media information was received. New events constantly have brain fog and can't remember simple words were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.